Event description:
A home patien contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 9/9 of their automated peritoneal dialysis therapy. Reportedly, the home disconnected their transfer set from the patient line of the homechoice set and received the alarm. The home patient then reconnected to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was discontinued for the evening. No patient injury or medical intervention was associated with this incident per the home patient.